Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon did a robotic single site cholecystectomy. The patient was found to have a 6 cm wide by 10 cm in length hernia 18 months later and this was repaired with a 20x25 cm mesh using robotic intra abdominal peritoneal onlay mesh repair (ipom). At an unknown time later, the patient was found to have an incarcerated hernia, defect 6cm, with a small bowel obstruction (sbo) that was managed by excising the redundant mesh and placing a mesh underlay and closed fascia over the mesh in an open repair technique.